Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient found troubleshooting due to bent cannula. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey.